Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer report number: 2017865-2020-13903. It was reported that the patient presented in clinic with shortness of breath. It was noted that the atrial and ventricular leads were dislodged. Both leads were explanted and replaced. The patient was discharged with stable vitals and presented at a post procedure follow up in clinic with no complaints.

Manufacturer narrative:
Analysis was normal. No anomalies were found.